Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser catheter with an guidewire loaded inside was returned for evaluation. The device was noted to be clean. No kinks and no anomalies noted to the catheter. The guidewire inside the catheter that extended out the distal and proximal ends of the catheter. Under magnification material separation was noted just proximal to the distal tip. The guidewire was attempted to be removed but could not be removed. No other testing was performed. Based on the findings, the investigation is confirmed for device-device incompatibility and the material separation issue. A definitive root cause for the reported device-device incompatibility and identified material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified.. (Expiry date: 06/2022).

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the guidewire was allegedly unable to be advance and stuck. There was no reported patient injury.